Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Additionally, it was reported that the insulin gauge was intermittently inaccurate. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.